Event description:
The facility reported receiving a footswitch error during the case. The unit was switched out to complete the case, and two other cases were cancelled because the surgeon wanted to use this system. These two patients had not been prepped. There was no patient injury. No additional information is expected.

Manufacturer narrative:
The footswitch was received for evaluation. Investigation, including root cause analysis is in progress.